Event description:
It was reported that the device was used during oral surgery. It was reported by the rep that the surgeon attempted to fire the prw35 and no staples would come out. There was no consequence to the pt.